Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is cracked at the screen corners where the battery and insulin icons read. Customer was turning the corner and ran against a wall and hit the device. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Unit received with minor scratched display, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.